Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and observed dirt underneath the tip in between. After the procedure, they checked the tip of the qdot micro catheter again and it looked like dirt underneath the tip in between. No harm to the patient. No different procedure was observed. No patient consequence. Additional information was received on 26-aug-2024. In between the tip like light grain of sand (the phone camera was not able to capture the structure). Embedded to the device and no movement. The device was used on the patient.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter. After the procedure, they checked the tip of the qdot micro catheter again and it looked like dirt underneath the tip in between. No harm to the patient. No different procedure was observed. No patient consequence. The device evaluation was completed on 17-oct-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The pebax was observed in good conditions and no foreign material was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use of the device contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Initially the lot number was not provided; however, during the product investigation, the lot number was retrieved. Therefore, updated d4. Lot, d4. Primary UDI number, d4. Expiration date and h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).